Manufacturer narrative:
Additional information: b5. H3 the most likely cause for the revision reported due to early prosthesis wear could include a number of variables including use error, implant positioning, implant size selection, and patient factors. Additionally, increased shelf oxidation resulting from the use of nylon vacuum bags without evoh could also have contributed to the wear. However, this cannot be confirmed as the devices were not available for evaluation and no clinical data was provided. H6 - investigation codes correction: h6 health effect clinical code, medical device problem code, component code.

Event description:
Additional information received from a legal notification: preoperative diagnosis: painful orthopaedic hardware. Right hip pain. Postoperative diagnosis: same. Name of procedure: right hip replacement revision-poly exchange. Patient is status post total hip arthroplasty with a recall polyethylene bearing. He presented for headliner exchange as he was developing some pain and discomfort in the hip and showing some signs of polyethylene wear on x-ray. Op notes: incision made. He had a large area of pseudo capsule which had significant polyethylene debris and synovitis present. This was excised. No external rotators were noted. The surgeon removed the remainder of the pseudo capsule to get exposure to the hip. Femoral head was removed. Trunnion was found to be in good condition. They continued to remove pseudo capsule until they had the acetabulum exposed. Polyethylene component then removed and found to have polyethylene wear. Impacted new polyethylene component. Patient awakened and taken to pacu in stable condition. There were no intraoperative complications.

Manufacturer narrative:
D10: concomitants: 4144236 - 101-05-40 - 3.2mm drill bit 40mm 1pk. 4805646 - 164-01-14 - element-stem, collarless w/ha, std offset, sz 14. 4893057 - 170-40-03 - biolox delta femoral head 40mm 0d, +3.5mm. 4524297 - 180-65-30 - alteon 6.5mm screw, 30mm. 4196607 - 180-65-40 - alteon 6.5mm screw, 40mm. 4249719 - 186-01-60 - integrip cc, cluster 60mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 75 yo patient, initial right total hip replacement on (B)(6) 2017, underwent a revision procedure on (B)(6) 2024, approximately 6 years 8 months post the initial procedure. The patient returned to the surgeon¿s office with a recalled hip liner and was scheduled for a revision of their total hip. They underwent an acetabular poly liner swap and femoral head swap and were revised to a biolox delta adapter 16/18-12/14; +3.5mm sn: (B)(6), a biolox delta option femoral head 40mm od sn: (B)(6), and a nv ehxl neutral lnr g4 40mm sn: (B)(6). There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. X-rays and device images were provided. The explanted devices are not available for analysis. They are sent to the lab and legal at the hospital. No further information.